Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Event description:
It was reported that when the pump heated up and was unable to charge when plugged into a power source. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.